Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8436500 model: sc-8436-50 serial: (B)(6) batch: 7087278

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.